Event description:
Pt developed large osteolytic lesion lateral right condyle with right knee pain. Pt is status post rt.tkr-feb.3.1992. On 10/19/1998 pt had a revision right total knee replacement with cauterization curettage of the osteolytic defect and repair with bone graft and opteform bone graft substitute; both femoral and tibial components were revised; the patella was left in place. A total synovectomy was performed with significant synovitis identified. The patella was everted and the knee was flexed and the femoral component was found to be obviously loose. This was removed relatively easily. The tibial insert was found to be loose in the tray and was removed relatively easily. The tibial tray was secured in the bone and was removed with minimal interruption of the prosthesis bone interface. There was scoring noted on the tray and some minor wear evident on the backside of the polyethylene insert. There was some minor pitting on the femoral surface of the tibial polyethylene. The femoral lesions were copiously curetted and very carefully removed all membrane down to down and copiously irrigated. There was a very large semi-contained defect laterally. Opteform was packed into the depths of the defect in the femur. Then a femoral head was cut in half in a coronal plane, placed in the defect, and the other half of the femoral head was fashioned to fit around the remaining portion of the femoral neck and also placed on the defect. The remaining areas of the lateral condylar defect were filled with opteform. On the tibial side, the tibial tray was removed and there was a sizable osteolytic defect on the medical side of the tibia. This was carefully curetted and pulse lavaged and packed with opteform. The cement bone interface on the entire medical side of the tibia was removed while the cement on the lateral side was left intact as it was still quite securely attached to the tibia. Two holes were drilled through the cement on the lateral side of the tibia to access the bone underneath the lateral side of the tibial cement as there was some question of lytic lesion there on x-ray. However, no lytic lesions were identified and the bone underneath the cement appeared quite healthy. Enough cement was removed from the old stem to make room for the new thinned portion of the exactech tibial tray. The patella was secured and there was no wear of the patellar components so this was left in place.